Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report#3008829311-2018-00209. It was reported that the patient hurt himself and turned the therapy off due to appearance of new pain in leg and back. X rays confirmed that right drg lead migrated ventrally at the lumbar level 2 (l2). Re-programming this lead failed to resolve the issue. However the right drg lead at lumbar level l1 was successfully re-programmed with effective therapy in groin and testicle but the thigh pain persisted due to ineffective therapy (reportedly the new pain resolved after the l2 therapy was turned off). As a result, surgical intervention was undertaken wherein the right leads at vertebral level l1 and l2 were both explanted and replaced and effective therapy was restored post-operatively. Reportedly, drg ins was electively replaced.